Event description:
A patient underwent a breast biopsy procedure using magnum needle. During the procedure, while fitting the needle into the trigger device and performing a pre test, the fitting broke, causing the device to fire unexpectedly. As a result, the needle projected into the patients breast at a location different from the intended biopsy site. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: additional information was received to remove self activation code, however hub break is not reportable, so the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6(device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a breast biopsy procedure using magnum needle. During the procedure, while fitting the needle into the trigger device and performing a pre test, the fitting broke, causing the device to fire unexpectedly. As a result, the needle projected into the patients breast at a location different from the intended biopsy site. There was no reported patient injury.